Event description:
A report was received that the patient was having ipg charging difficulties. Database analysis revealed no signs of premature battery depletion. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was having ipg charging difficulties. Database analysis revealed no signs of premature battery depletion. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein, the ipg was replaced. The patient was doing well following the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that there is no further course of action at this time as the patient is still waiting for the spectra product which will be available in 2-3 months. There is no issue with the ipg. The patient might need additional leads due to some coverage issue.

Event description:
A report was received that the patient was having ipg charging difficulties. Database analysis revealed no signs of premature battery depletion. The patient will undergo a pocket revision.